Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the system pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the screen on their device flashes and there is no display. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio observed that the device would reboot itself multiple times when attempting to power on the device. The device would eventually power on with a blank screen and the led's light. As a result, the need for therapy and/or ability to provide therapy could have been delayed or prevented, if it had been necessary.